Event description:
It was reported that this was intended to be an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, three prostyle were deployed through all steps without issue; however, they did not work. The sutures had not captured. After performing a cut down, it was observed that the percutaneous stick was through the inguinal ligament. The aaa procedure was completed. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: reportedly, the three prostyle devices were deployed and didn't work. The sutures had not captured.

Manufacturer narrative:
The device was returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It was reported ¿it was observed that the percutaneous stick was through the inguinal ligament.¿ it should be noted that the electronic perclose prostyle instructions for use (eifu), states, ¿do not use the perclose prostyle smcr system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and / or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. A ultrasound and CT scan were done for the access site. It is not determined if the IFU violation contributed to the difficulties. The cause of the reported unknown difficulties and the subsequent treatment are due to the circumstances of the procedure. In this case, it is likely an interaction with anatomy or the insertion depth was not adequate when deployment was made. It may be possible the puncture through the inguinal ligament was a factor, however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code 2616/suture removed and 3190/unknown failure added.

Manufacturer narrative:
H6: medical device problem code 1494 - incorrect anatomy. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was intended to be an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, three prostyle were deployed through all steps without issue; however, they did not work. The sutures had not captured. After performing a cut down, it was observed that the percutaneous stick was through the inguinal ligament. The aaa procedure was completed. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.